Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl while wearing the pod. The patient also mentioned that the pod was detached from the infusion site. Symptoms reported include hyperglycemia, nausea, vomiting, and feeling very fatigued. The patient was treated with IV(intravenous) fluids, insulin drip, potassium and magnesium drip. When the patient got out of the ICU they were given a subcutaneous insulin injection up until they were discharged. The patient was released the following day.